Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1744ml, during therapy initiated on 2012-(B)(4) at 23:03:57h which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Cycle 6 drain was completed on (B)(4) 2012 07:03:45 and the user's actual drain volume during cycle 6 was 2574ml. The actual drain volume of 2574ml is 135.5% of largest prescribed fill volume (lpfv) of 1900 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:03:57. During night drain cycle six, the patient's ultrafiltration reading was 1744ml, indicating the home patient (hp) drained 1269ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.